Event description:
It was reported that the lead was capped due to noise observed on a real-time strip. The device stored an aborted vf episode showing intermittent t-wave oversensing and noise. The patient reported complains of feeling pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.